Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient involvement.

Event description:
It was reported to philips that the pins on the battery pca were bent. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, a visual inspection verified the reported issue and it was determined that the battery pca needed to be replaced as a result of the damage. The battery pca was replaced and the device was returned to functionality. The device remains at the customer site. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 7 was bent.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.